Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A 10mm x 2.25mm wolverine balloon catheter was being used on a moderately calcified and torturous vessel which was 90% stenosed. The balloon was inflated to eight atmospheres one time when it burst. The procedure was completed with a different device successfully and there were no known patient issues.